Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and suture was used. The needle was broken at the swage part during use on the abdominal wall. No pieces fell into the patient. There were no adverse consequences to the patient.